Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip. Numbers do not ramp up on its own or scroll bar moving with no input.

Event description:
Customer reported the buttons on the insulin pump were not responding. Customer stated he was trying to enter blood glucose or carbohydrates and numbers just kept scrolling. The device will restart and the esc or act will not respond. Customer had to treat with manual injection due to the device not working and customer had just eaten lunch. Customer's current blood glucose was 190 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.